Event description:
It was reported that one month after the inflatable penile prosthesis (ipp) implant the patient was not healing well and had some scrotal pain. The patient was diagnosed with fungal/yeast infection and the physician prescribed antibiotics. After another month the patient was not healing and was scheduled for removal of all components, wash out and placement of a new device. The surgery was performed, all components removed, washed out with antibiotic irrigation and tactra implant was used.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.